Event description:
On (B)(6) 2012, the user in (B)(6) reported blood glucose values of "160mg/dl" with the subject meter and "250mg/dl" with a laboratory device performed within 10 minutes. There was no injury and no treatment associated with this issue, however, this complaint is being reported because the subject device did not meet lfs's accuracy criteria. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of < 12 mg/dl and/or <15%. Replacement products were sent to the patient.